Event description:
The customer received a blood glucose reading of 161 mg/dl from her breeze2 meter and a reading of 87 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.